Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained medical device was not available for investigation. The investigation was based upon event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Even after faithful attempts for retrieval, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of data and without the complained medical device being available for investigation, a clear root cause cannot be drawn. Based on the complaint information available, neither the article number nor the lot number could be identified. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving an unknown aesculap ag knee implant system. Specifically, it was reported that there was postoperative loosening. A revision surgery had been planned. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).